Event description:
It was reported that there was a power issue. There was no patient involvement. However, the investigation found that the dso seal was damaged and mainboard was corroded.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The initial complaint could not be duplicated. However, during the repair the main board showed corrosion in different components, the main board was replaced with a new one, additionally, the dso seal was damaged and replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.